Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurements. An x-ray was performed and noted a lead micro dislodgement. A lead replacement procedure was scheduled for a future date. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that surgical intervention was undertaken. The lead was explanted and replaced with a non-boston scientific lead. No additional adverse patient effects were reported. The lead was discarded following explant and will not be returned.

Manufacturer narrative:
Investigation summary: based on the available information, although no product has been returned and the product was discarded, we have determined that the dislodgement is a known inherent risk with use of this product. Device technical analysis: this device was discarded. As such, physical analysis has not been conducted in our laboratory. Investigation conclusion: this device was discarded. As such, physical analysis has not been conducted in our laboratory.

Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurements. An x-ray was performed and noted a lead micro dislodgement. A lead replacement procedure was scheduled for a future date. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.